Event description:
Pt had a drip line with several vasoactive medications running and the carrier fluid line from the alaris tubing was defective. This caused the drip line to back up and leak all over the bed and floor and the pt did not receive the necessary vasoactive medications. Her blood pressure dropped to 35/30 and required fluid resuscitation and a code dose of calcium to recover until the drip line was fixed. A new fluid and line was hung with positive result. Pt recovered well once tubing was fixed.